Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event was not accurately provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. DHR was unable to be performed as the item and lot number of the device involved in the event is unknown. Records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the medical record indicates no complications during the initial surgery. However, after 11 months post-op, the patient experiences pain and noise. The surgeon recommended for x-rays as he suspected development for scar tissue due to patient previous surgery for crushing knee injury. However, no medical record to serve as evidence for pain, noise, and development for scar tissue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01450, 0001822565-2020-00262, 0001822565-2020-00263, 0001822565-2020-00264.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown date, unknown femoral component, unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01450.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, the patient began experiencing pain and hears a cracking noise when standing up after being seated.

Manufacturer narrative:
Concomitant medical products: unknown femoral component, unknown patella, unknown stem, unknown palacos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent total left knee arthroplasty. Subsequently, the patient reported pain and cracking noise with his knee.